Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she was hanging around 183mg/dl, 190 mg/dl and 202 mg/dl and she tried to give boluses, but it was giving her a smaller amount, and she felt like she was just hanging too high. The customer declined troubleshooting, but the values above 250mg/dl and below 70mg/dl were provided. Previously blood glucose was 58 mg/dl, 251mg/dl, 48 mg/dl, 262 mg/dl, 45 mg/dl, 63 mg/dl, 56 mg/dl, 61 mg/dl, 264 mg/dl, 290 mg/dl, 254 mg/dl, 283 mg/dl, 336 mg/dl, 66 mg/dl , 273 mg/dl, 53 mg/dl , 68 mg/dl, 55 mg/dl and 69 mg/dl. The insulin pump will not be returned for analysis.